Event description:
A 2.25 mm diameter x 14mm length endeavor resolute rx drug-eluting stent was inserted into a patient for treatment of a distal cx lesion, which was severely calcified with 90% stenosis. The lesion had been pre-dilatated. It was confirmed that the endeavor resolute rx device had been inspected prior to use, with no abnormalities noted. It was reported that the stent would not advance through the lesion. After removing the device from the patient, it was reported that the device looked damaged. Patient status post procedure was reported to be good. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. The first three proximal stent segments were positioned on the balloon as per specification. The remaining segments were severely stretched and moved distally extending beyond the distal tip. The first two distal segments were pinched, but not stretched. Blood residue was evident along the balloon folds. No further damage noted. Cd evaluation: procedural cd images provided, confirm the significant amount of diffuse disease at the target lesion. The cd images also show that there is still a significant amount of stenosis present at the lesion following the pre-dilations. There are no cd images showing the advancement and retraction of a stent without deployment.(B)(4). Evaluation, results: severe calcification, stent deformation. Conclusion: severe calcification.